Event description:
It was reported that the physician found something in the lead body. The lead was not used.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaint of lead anomaly was not confirmed in the laboratory. Visual material inside the outer insulation is medical adhesive. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found.